Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Pacing system analyzer (psa) testing revealed high out of range pacing impedance measurements along with noise. The lead was repositioned with high out of range pacing impedance measurements observed along with no sensing. Difficulty was experienced retracting the helix. The lead was able to be removed and a new lead was successfully implanted. No adverse patient effects were reported.